Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrodes) has been confirmed. Upon investigation the electrode belt failed and ECG falloff test. The cause for the failure was isolated to all of the therapy electrodes were damaged. The root cause for the damaged therapy electrodes could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.